Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The motor functions properly during testing. No motor related alarm noted. No drive/motor anomaly or rewind anomaly noted. The pump was received with a scratched case and pillowing keypad overlay. The pump was received without a battery. The pump was received without the battery cap. On the event date of 06-mar-2025 of the daily total collection start time, the daily total of basal insulin delivered = 187250 (18.725 u) and daily total of bolus insulin delivered = 0 (0 u) which is equal to the daily total of all insulin delivered = 187250 (18.725 u). Perform the history review 1 week prior to the event date 06-mar-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. No damage loose motor connector noted. Force sensor zero offset within specification (22.6 mv). The pump passed the functional testing. Drive/motor anomaly-rewind not confirmed. Damage-out of box confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer went to the hospital for a pumping program and orientation for new patients.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced out of box damage and customer was not able to rewind. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for bumped/dropped/cosmetic damage and customer confirmed piston not rewind, customer was at hospital for an unknown reason and doctor or nurse was unable to put pump in use. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer will discontinue the use of the pump. Customer response was the device will be returned.